Event description:
It was reported to philips that the system does not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Upon further inspection, the fse replaced the replaced host pc and hard drive to resolve the issue. After the replacement, the system was returned to use in good working order. The host pc was returned for further analysis. Functional testing was performed, and no failure was observed the codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (fse) connected with the customer and confirmed that the system's host pc was not completing its boot-up sequence. Log file analysis confirmed a malfunction of the host pc; however, the cause of the malfunction could not be determined. A philips field service engineer (fse) visited onsite replaced the host pc to resolve the issue. After replacement, the system was returned in good working condition and was ready for clinical use. The host pc was returned for further analysis. Functional testing was performed and no failure was observed.